Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer replaced the fuse, enabling them to successfully inventory multiple pockets inside the drawer. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that the user was able to get the medicines from another station, but maintenance was needed, and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.